Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported that during procedure preparation, his olympus hf unit generator began displaying an e006 error code. According to the initial reporter, the device was exchanged for another unit instead to continue the intended procedure. There was no patient harm reported from this event.

Manufacturer narrative:
An olympus field service engineer (fse) visited the site and confirmed the same issue, so he had it returned back to the olympus repair center. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. Though the unit was experiencing problems at the user facility, the device evaluators could not replicate the failure. During the testing, the unit was functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc was unable to reproduce the error. The sbc did not identify any defect/malfunction of the generator and rated the generator as meeting its specification. Error e006 can have different causes. In all cases, it is triggered if the electrical resistance between the two electrodes of the device increases. Originally, this error message was intended to warn the user if an irrigation fluid with insufficient conductivity is used. Manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.